Event description:
Customer reported under infusion of cpt-11. Cpt-11 was infusing with 562 ml to run over 90 minutes. After 90 minutes, there was a residual of 50 ml and an actual run time was reported as 105 minutes. No pt harm. Product return is not expected.

Manufacturer narrative:
.